Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient had undergone (B)(6) 2007 decompression surgery for the chiari malformation as well as cervical fusion and pfd. No post op complications. On (B)(6) 2007, in a neurological follow-up, the patient presented with memory decline and word finding difficulties. The patient complained that since the last surgery they had been experiencing memory difficulties and slow word retrieval. Petit mal seizure since august. Per the doctor's notes, comparing with a (B)(6) 2007 evaluation: results showed mild focal decline in phonemic fluency and some improvement in cognitive processing speed. Memory normal. "In light of recent surgical decompression could be contributing to her worsening. Alternately word finding difficulties began approx. 6 weeks ago with no evidence of word retrieval problems between then and the surgery 6/2007" no worsening of memory and attention -stable since (B)(6) 2007. On (B)(6) 2008 the patient received a cervical collar. On (B)(6) 2013 the patient presented with pain and the patient underwent a maxillofacial CT with lumbar puncture for CT cisternogram which demonstrated no evidence of csf leak. On (B)(6) 2013 the patient was positive for palpitations, lightheadedness; tremors; nausea; urinary hesitancy; dysphagia; constipation; insomnia; brain for; fatigue; headaches (entire head down into neck with intense pressure; numbness right side; bilateral tingling; loss of visual fields (left/right); problems with word retrieval; hypermobile joint; and excessive sweating. Per doctor's notes imaging showed small epidural seroma at the pfr site getting progressively smaller with no mass effect; stable thoracic aortic aneurysm; improved seizures; no relevant complications. The doctor's note mention a sft surgery; ((B)(6) 2007);pfd/ccf (B)(6) 2007; pfr 2012 (with 4 mons post op -fluid collection found in a former bed of bone overgrowth (seroma). On (B)(6) 2012 the patient complained of increased headaches; neck pain; limb pain; numbness, tingling, and photophobia. On (B)(6) 2013 the patient presented with gait disturbances; headaches; limb pain; seizures; and weakness in the doctor's notes it mentions a heart surgery the week before. The patient complained of waking up biting her tongue; tremors and seizures; and weakness. The patient underwent a motor nerve conduction study which showed the patient was within normal limits. On (B)(6) 2013 the patient underwent a eeg which showed normal. On (B)(6) 2013 the patient presented confusion; gait disturbances; headaches; limb pain low back pain; metal status change; neck pain; numbness and tingling; seizures; and weakness. On (B)(6) 2013 the patient presented gait disturbances; headaches; limb pain low back pain; metal status change; neck pain; numbness and tingling; seizures; and weakness. The patient reported having tia symptoms with right side tingling the week before. On (B)(6) 2013 the patient underwent a brain MRI which showed "operative changes from suboccipital craniotomy for posterior fossa decompression. There was no abnormal fluid collection or mass effect at the foramen magnum and no other acute processes evident. On (B)(6) 2013 the patient underwent a cervical spine MRI which showed postop changes c2-c5 with metallic hardware; mild retrolisthesis of c5; small bulge of the disc; and secondary degenerative change resulting in some narrowing of the canal and both neural foramina c5-c6 and c6-c7. On (B)(6) 2013 the patient complained of some mental status change; visual disturbances; neck pain; headaches; weakness; and improved tingling/numbness.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007 the patient underwent surgery in which rhbmp-2/acs, mastergraft and vertex instrumentation was used. No patient complications were reported.